Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) dropped from 4 years to 6 months, within an 8 month period. The battery was suspected for premature battery depletion, and the device was scheduled for a replacement. The ipg remains in use. No patient complications have been reported as a result of this event.